Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. The omnipod¿s user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider," and ¿if your reading is above 500 mg/dl, the pdm displays ¿high check for ketones!¿ this indicates severe hyperglycemia (high blood glucose)."

Event description:
The patient's mother reported that during a routine doctor visit and her son's blood glucose read high (> 500 mg/dl) so they placed him on an insulin drip and he was given manual injections of insulin.